Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was at 500 mg/dl before lunch. After treating with insulin pump therapy, her blood glucose has since decreased to 153 mg/dl. During troubleshooting the customer discovered that her infusion set cannula was bent. The insulin pump was not returned for analysis.